Manufacturer narrative:
Evaluation of the customer issue included a review of the complaint text, a search for similar complaints, labeling review, device history review, and field data review. No adverse trend was identified for the customer issue. Labeling was reviewed and found to be adequate. Device history review did not identify any issues that may have caused the customer issue. The product was not available for return. Review of field data showed the complaint lot median value was within the range of other lots in the field in the last 12 months. The complaint lot performance was comparable to other lots and no unusual lot performance was identified. Based on all available information and abbott diagnostics evaluation, no systematic issue was identified and no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 6c36 that has a similar product distributed in the u.s, list number 4p53. An evaluation is in process.

Event description:
The customer observed (B)(6) results while using architect hbsag reagents and architect hbsag confirmatory reagents. The following data was provided (iu/ml). (B)(6). Confirmation test was (B)(6). Another method, (B)(6). The customer stated that previous (B)(6) tests for this patient were (B)(6), however the specific method and values were not provided. No impact to patient management was reported.